Manufacturer narrative:
The product was not returned. Therefore, an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that the physician performed preimplantation testing on the device and that the product performed as specified in the device instructions for use. According to the report, upon connecting the valve and catheters there was no drainage from the distal catheter. The report states that another visual test to the system was then performed, and that a leak was found at the top of the delta chamber. No adverse impact or injury to the pt was reported.